Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient presented to the hospital with an infection. Antibiotics were prescribed but not taken. The patient returned to the hospital with an eroded pocket. The system was then removed.